Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-70 serial #: (B)(4) description: infinion 70 cm lead kit model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient had high impedances. The physician did not know if it was from the splitter, lead or the battery and could not get the right spot where it was reprogrammed. The patient underwent a revision procedure wherein the splitters and leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads and splitters revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had high impedances. The physician did not know if it was from the splitter, lead or the battery and could not get the right spot where it was reprogrammed. The patient underwent a revision procedure wherein the splitters and leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that malfunction was suspected for the fractured leads or splitters.

Event description:
A report was received that the patient had high impedances. The physician did not know if it was from the splitter, lead or the battery and could not get the right spot where it was reprogrammed. The patient underwent a revision procedure wherein the splitters and leads were replaced. The patient was doing well postoperatively.